Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received alleging that the patient suffers from pain, discomfort, swelling, and immobilization and acute localized damage to tissue and/or bone surround the acetabulum and systemic injuries. Also alleged are an excessive level of chromium and cobalt. On (B)(6) 2014: update rec'd 5/15/2015. Sales rep reported revision surgery. Patient was revised to address cup loosening. There is no new additional information that would affect the investigation. Update 7/23/2015: pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. No labs were provided or revision operative note.